Event description:
Info rec'd indicates there is no local audible alarm from the bed when the bed exit alarm is activated.

Manufacturer narrative:
The technician isolated the issue to a failed alarm speaker on bed scale/bed exit circuit board. The technician replaced the bed scale/bed exit circuit board to repair the bed.